Manufacturer narrative:
The delivery device was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The lot number of the delivery device was not provided; therefore, a device history record (DHR) review could not be performed.

Event description:
It was reported that an mi60l intraocular lens was removed intraoperatively due to torn haptic noted after insertion into the pt's left eye. A viscoject 1.8 was used as a delivery device. The incision was enlarged to remove the lens, and another lens was implanted into the capsular bag without difficulty. No sutures were used to close the wound and the pt's current prognosis was reported as good. The lens was requested but has not been received for analysis. Reference MDR #1119279-2012-00107 for the intraocular lens.